Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. The manufacturer¿s international service technician could not duplicate the reported phenomenon but was able to confirm the occurrence of the e/c 110d in the diagnostic report. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to prevent failure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for investigation: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a" proximal sensor allowable range error" alarm occurred during use. There was no patient involvement.